Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is 72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: acute his-bundle injury current during permanent his-bundle pacing predicts excellent pacing outcomes. Pace pacing and clinical electrophysiology. 2015;38(5):540-546. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were unsuccessful lead implantations due to the ¿inability to record hb (large right atrium),¿ no capture, and high thresholds. There was also a noted lead dislodgement, which was later replaced. The article also stated that two patients developed right bundle branch block (rbbb), both of which resolved within 24 hours. Another patient had increased thresholds that were managed by increasing the pacing output. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained from the author. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: acute his-bundle injury current during permanent his-bundle pacing predicts excellent pacing outcomes. Pace pacing and clinical electrophysiology. 2015;38(5):540-546.

Event description:
Additional information was received which indicated that the author stated the patients did not have any serious issues and he had no product specific complaints.